Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300s-range mg/dl and 100s-range mg/dl. 348 mg/dl and 105 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.